Event description:
Device returned for analysis with no information.

Manufacturer narrative:
Final device analysis reveals catheter leakage - hole in catheter - user related. Proximal piece of catheter (15.5 cm) and straight pump connector were returned. The catheter was found to have multiple small holes just distal from the pump connector strain relief.